Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the insulin pump was unable to prime during the prime test due to faulty force sensor. No motor error alarm noted. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window and cracked case at display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a motor error alarm. The blood glucose reading is 259 mg/dl. Nothing further reported.